Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device history file verified the battery became depleted prior to the event date. The device rfu became blank to indicate "not ready for use," as designed. When the device attempted to turn on with a depleted battery, the screen will flash white, as reported. Analysis of reports of this type has not identified an increase in trend.